Manufacturer narrative:
Per tandem user guide: residual insulin remaining in the cartridge is unusable. Per tandem user guide: ensure you first fill syringe with insulin before removing air from cartridge. Removing excess air can affect pressurization and affect how the pump delivers insulin. Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. During troubleshooting with clinical support, customer reported pulling residual insulin from old cartridges and adding it back to the vial, and removing excess air during the air removal step. Clinical support instructed customer to only use fresh insulin when filling cartridge and reviewed the proper air removal process with the customer per the user guide. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose ranged from 260-340 mg/dl.